Event description:
Halfway through an open heart surgical procedure the pt became tachycardic. It was then noted that dopamine solution was flowing in the IV set that was loaded through channel two of the infusion pump, although the pump was removed from the pt and no add'l pt intervention was reported.